Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive during training, with the screen failing to power on despite charging and pressing the top button, and the clinical diabetes specialist provided a replacement device. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of usage details from the trainer and arranging return of the device for analysis. Investigation of this device revealed a nonfunctioning display or power-on failure consistent with a device hardware malfunction localized to the user interface or power/display subsystem. The device did not power on when placed on the charging pad. It was tested with the fukuda leak tester (e0377-001, due date: 11/29/24) and passed. However, when the device was opened for internal inspection, the fi technician noted that the u12 chip on the mainboard showed dark dislocation around its perimeter indicating that the mainboard has been reworked by the manufacture. There was also delamination observed on the lcd screen assembly cover. After these findings, the mainboard was replaced.